Event description:
Once patient with discrepant albumin and bicarbonate results. Initial albumin result 6.1 g/l, repeat 4.4 g/l. Initial bicarbonate result 44 meq/l, repeat 26 meq/l. Initial results were not reported. Field service representative determined root cause to be worn tubing below rinse mechanism on nozzle 1 and replaced the tubing. Performance tests were performed and within specifications.